Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, when an advance 35 lp low profile balloon catheter was inflated to 12 atm, it burst. This occurred during a percutaneous transhepatic cholangio drain (ptcd) dilatation in the bile duct. The lesion was located at the biliary tract. An inflation device was used, and the balloon was inflated 1 to 2 times, 30 seconds each time. A 1 to 1 ratio of contract to saline was used. After the balloon burst, it was removed through an unknown manufacturer's 5 french sheath. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, specifications, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One advance 35 lp low profile balloon catheter was returned to cook for investigation. Physical examination and leak testing of the returned device revealed that there was leaking from both balloon bonds. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ the IFU further states, ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ based on the available information, cook has concluded that a component failure unrelated to the design or manufacturing of the device was the cause of this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 11jan2022. An inflation device was used, and the balloon was inflated 1 to 2 times, 30 seconds each time. A 1 to 1 ratio of contract to saline was used. After the balloon burst, it was removed through an unknown manufacturer's 5 french sheath. The lesion was located at the biliary tract.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h3 (other)(81): device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when an advance 35 lp low profile balloon catheter was inflated to 12 atm, it burst. This occurred during a percutaneous transhepatic cholangio drain (ptcd) dilatation in the bile duct. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Additional patient and event details have been requested.